Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining multiple failed elevated tsh (thyroid stimulating hormone) and bhcg (beta - human chorionic gonadotropin) qc results over the last few months generated by the access 2 immunoassay system within two or three days of loading a new reagent pack. The customer has not been made aware of any patient results being affected or questioned to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer was able to rectify the issue by loading and calibrating a new reagent pack. Service was not dispatched for this event as the likely root cause was discovered while troubleshooting with cts. The resolution was provided via a new apf software disk (apf 1.9.140.2) to be distributed to and installed by the customer. Cts verified that this instrument is currently running apf 1.9.140.2. Therefore, cts mailed the customer the updated apf software.